Event description:
The brother-in-law of a (B)(6) male pt contacted zoll lifecor customer support to report that he is receiving alarms and service code 204. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon receipt, the trunk cable connector was broken. The cause for the broken trunk cable connector cannot be positively identified but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.